Event description:
It was reported that the implantable pulse generator (ipg) was approaching end of life and the leads had high impedances that impacted stimulation coverage. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072112, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079622, UDI: (B)(4).